Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
This lead exhibited noise on atrial channel and ff channel. Lead measurements in range. Patient did not receive inappropriate therapy. The lead remains implanted.